Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was unknown when the discomfort first started.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving hydromorphone (60mg/ml at 7.997mg/day), clonidine (500mcg/ml at 249.90mcg/day), and bupivacaine (12mg/ml at 5.998mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was to undergo a pump pocket revision on (B)(6) 2017 because the patient had the pump in the buttock area, and that area had been uncomfortable. The hcp was to move the pump from the buttock area to the abdominal area, and a catheter revision was planned to add more length to reach the abdominal area placement. The new catheter length was calculated from the following values: original spinal segment (86.4cm) -37.5cm = 48.9cm; new catheter added to replace original pump segment with 30cm removed (73.7cm-30cm = 43.7cm) +48.9cm = 92.6cm or ~0.203ml. The calculation for catheter volume was 92.6cm*0.0022 = 0.204ml. No further complications were reported or anticipated.